Manufacturer narrative:
The scope was returned to the service center for evaluation. The bending section rubber was found cut and leaking. The bending rubber glue and light guide cover were noted be peeling and cracked. The forceps passage was also noted to torn and leaking. Two broken elements were noted in the scope¿s ultrasound image. The camera switch button #1 was noted to have a pin hole. Play was noted on the control knob. The scope¿s ID chip showed 725 total uses. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported that the scope¿s bending sheath cover was torn with metal protruding. There was no patient involvement reported. During device evaluation, the scope¿s adhesive was found to be deteriorated. This report is being submitted to capture the results of the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to identify the root cause. The legal manufacturer provided the following possible cause for the reported event were as follows: adhesive agent came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was re-processed. Adhesive agent was worn out and deteriorated due to long-term usage. The legal manufacturer confirmed the contents of the reported event were described in the instruction manual. The legal manufacturer reviewed the gf-uct180 instruction manual and found the following descriptions. The legal manufacturer determined that this instruction may be able to prevent the phenomena from occurring. Important information ¿ please read before use warnings and cautions (p.7). Warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the legal manufacturer reported that according to the service request order information it was confirmed that the following repair was performed for the subject device in the last one year. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.